Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the malfunction occurred due to excessive mechanical force due to an impact or a collision with other devices. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the lens on the scope was loose. No procedure involved. There were no reports of patient harm.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation. The device evaluation found that the lens was displaced. Slight scratches on the distal end of the outer tube was noted. Visual inspection shows that the cover glass at the distal end was loose . The edge of the image in the field of view was not clear. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.